Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 20mm stent delivery system was returned for analysis. The stent was separated from the sds, it was returned on a mandrel, partially covered by a stent protector. A visual and microscopic examination of the crimped stent found damage across the entire stent, the stent had been squashed inward and the struts of the middle portion were bucked upwards. The inner diameter (ID) of the returned stent protector was measured and was within specifications. The balloon wings were relaxed. Crimp markings were evident on the balloon, indicating correct positioning and crimping of the stent prior to the complaint event. Hardened medium noted inside balloon body and along inner/outer lumen. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement of the device up the guide catheter, it was noted under x-ray that there was no stent on the balloon. Upon inspection, the stent was found along with the stent protector and stylet inside the catheter hoop. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement of the device up the guide catheter, it was noted under x-ray that there was no stent on the balloon. Upon inspection, the stent was found along with the stent protector and stylet inside the catheter hoop. The procedure was completed with a different device. No patient complications were reported.